Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in normothermia arctic sun device trying to warm patient to targeted temperature (tt) 36.5c, patient temperature (pt) was 34.7c, water temperature (wt) was 25.7c. Nurse noted patient temperature (pt) was keep dropping so they have been using a bair hugger. Every time they turn on arctic sun device patient temperature (pt) drops. Esophageal probe in place and temperature verified. No low flow alerts or alarms, but while speaking device alerted 113 (reduced water temperature control). System diagnostics outlet monitor temperature (t1) was 26.1c, outlet control temperature (t2) was 25.9c, inlet temperature (t3) was 27.7c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 79 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 1213.5, pump hours were 1084.9. Walked through draining 16 ounces of water from right drain port. Restarted therapy, called back 35 minutes later and water temperature (wt) was 40.4c, water flow rate (wfr) was 0.9 l/m and trend indicator was showing patient temperature (pt) trending upward. Sn # (B)(6).

Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by user. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was overfill. The instructions-for-use under (B)(4) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "Approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in normothermia arctic sun device trying to warm patient to targeted temperature (tt) 36.5c, patient temperature (pt) was 34.7c, water temperature (wt) was 25.7c. Nurse noted patient temperature (pt) was keep dropping so they have been using a bair hugger. Every time they turn on arctic sun device patient temperature (pt) drops. Esophageal probe in place and temperature verified. No low flow alerts or alarms, but while speaking device alerted 113 (reduced water temperature control). System diagnostics outlet monitor temperature (t1) was 26.1c, outlet control temperature (t2) was 25.9c, inlet temperature (t3) was 27.7c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 79 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 1213.5, pump hours were 1084.9. Walked through draining 16 ounces of water from right drain port. Restarted therapy, called back 35 minutes later and water temperature (wt) was 40.4c, water flow rate (wfr) was 0.9 l/m and trend indicator was showing patient temperature (pt) trending upward. Sn # dyhyal020.per review of wo on 29jan2025, it was reported that the nurse walked through draining 16 ounces of water from right drain port. Restarted therapy. Called back 35 minutes later and water temperature (wt) was 40.4c, water flow rate (wfr) was 0.9 l/m and trend indicator were showing pt trending upward.